Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the critical care unit due to a fall. The right ventricular (rv) lead exhibited no capture and high impedance. It was determined that the patient was now in complete heart block. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.